Event description:
The customer reported that there are times when the spo2 sensor will stop working.

Manufacturer narrative:
The customer reported that there are times when the spo2 sensor will stop working. In this report, the loss of spo2 monitoring only happens when the monitor is in standby with no spo2 sensor attached, so there is no expectancy of spo2 monitoring and no health risk. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).